Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix took more than the maximum number of turns to extend. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.